Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that under filling of tubes is occurring during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. This occurred on 2500 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that customer is experiencing under filling with using vacutainers. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: lab supervisor explained she has received multiple complaints that the tubes are filling under the expected 3ml draw amount. They do not have photo documentation of this occurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that under filling of tubes is occurring during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. This occurred on 2500 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that customer is experiencing under filling with using vacutainers. Additionally, on 2020-05-27 the bd sales consultant provided the following additional information: lab supervisor explained she has received multiple complaints that the tubes are filling under the expected 3ml draw amount. They do not have photo documentation of this occurrence.